Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range pacing impedances and loss of capture (loc) on this right ventricular (rv) lead. The patient is not pacemaker dependent. No adverse patient effects were reported. Surgical intervention is pending.

Event description:
New information received indicates that intervention was performed and the lead was extracted without incident.